Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup and oxinium head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and oxinium head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the oxinium head. Similar complaints have been identified for the bhr cup. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Based on the limited information provided, the root cause of the patient¿s reported pain and metallosis is due to the disarticulation and the head articulating on the metal shell. However, the reason for the disarticulation which necessitated a second revision 6 months after the first left hip revision cannot be concluded. The contraindicated use of competitor devices with the smith & nephew devices cannot be ruled out. It cannot be concluded that the reported reactions/events were associated with a malperformance of the s&n implant. The patient impact beyond the second revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a left hip revision surgery due to metallosis, disassociation, metal wear, metal debris through the femoral head rubbing against the metal cup and significant bone loss.